Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of above 500 mg/dl. Customer stated the other blood glucose level was 164 mg/dl. The customer was treated with insulin intravenous drip, manual injection, insulin pump. Customer allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.